Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11 corrected fields: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2015. It is also alleged by patient attorney that on (B)(6) 2016, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2015- patient was diagnosed with supraumbilical abdominal pain, multiple small ventral incisional hernia, thereby underwent open repair with implant of sepramesh ip (device 1). Per op notes, ¿the hernia sac with contents was "identified in" the supraumbilical region. A sepramesh ip was trimmed and placed into abdominal cavity and sutured. Then a mesh graft was removed.¿ (note: mesh graft removed during this procedure was unknown). On (B)(6) 2016- patient was diagnosed with abdominal wall fluid collection, infected abdominal wall mesh, thereby underwent open repair with explant of sepramesh ip. Per op notes, ¿the fluid collection was drained. The infected sepramesh ip was excised¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2015. It is also alleged by patient attorney that on (B)(6) 2016, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."